Event description:
An optometrist reported a patient with an epithelial ridge in the left eye six days following photo refractive keratectomy (prk) treatment. The patient reported blurry vision due to prk healing. A new bandage contact lens was reinserted. In a follow up with a technician, she stated the event resolved on (B)(6) 2012 and the bandage contact lens was removed. The patient was last seen on (B)(6) 2013 and his uncorrected vision was 20/25.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).